Event description:
Information received from a healthcare provider (hcp) for a clinical study reported the patient had a urinary tract infection with increased symptoms of frequency and urgency. Additionally, white blood cells found in urine. The event was ongoing and the patient was prescribed conmed cipro 500 mg for 5 days.

Event description:
Additional information from the healthcare professional of the clinical study reported the patient did not seem to think the device worked as well but the primary investigator assessed the subject and felt there was not a loss/lack of efficacy and attributed it to the patient's current uti. The patient was reprogrammed on (B)(6) 2016. The uti was not related to the patient's underlying voiding dysfunction and no cause was determined. The patient had a urinalysis on (B)(6) 2016 that was normal. The event was considered resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.